Manufacturer narrative:
Conclusion and justification status: the complaint shall be closed with an undetermined conclusion. It shall be entered onto the complaints database and monitored through trend analysis. Should additional information be received then the complaint shall be investigated further. Under review as part of (B)(4) to see if a trend exists for the duofix tibial tray.; the complaint shall be closed with an undetermined conclusion it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Experienced continuous pain since surgery; increased over last 12 months. All components were removed. Pathology specimens taken. Minimal osteolysis; copious lavage.